Event description:
It was reported "we had an incident/near miss again with a central line 20 cm, the doctor was inserting the line, when he was trying to remove the guidewire it near break, luckily that didn't happen and no harm to the patient." Additional information received states the user "was able to feed the catheter through but noted this kink on removal of the guide". Another attempt was done and completed successfully. Further information received states there was damage to both the guide wire and the dilator. It was reported "the shaft of the dilator was kinked". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00495 and 3006425876-2025-00472.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we had an incident/near miss again with a central line 20 cm, the doctor was inserting the line, when he was trying to remove the guidewire it near break, luckily that didn't happen and no harm to the patient." Additional information received states the user "was able to feed the catheter through but noted this kink on removal of the guide". Another attempt was done and completed successfully. Further information received states there was damage to both the guide wire and the dilator. It was reported "the shaft of the dilator was kinked". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00495 and 3006425876-2025-00472.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guidewire was able to be confirmed by the photos, which show a guidewire with a significant kink in its body. Definite signs of use were observed. However, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.